Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 18x2.5mm, eccentric, de novo, with a >=90 degree bend target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilation, a 2.50x20mm promus element¿ drug-eluting stent was advanced to treat the lesion. Upon stent deployment, it was noted that stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.